Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported that patient had a stroke, right-sided weakness. It was reported as unknown if related to device or therapy. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.